Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16700..

Manufacturer narrative:
H10. A philips field service engineer (fse) completed installation of software version 3.20 to resolve the reported issue. The unit successfully passed the performance verification test. A good faith effort (gfe) response from the fse stated that the patient information was asked but unknown. H11. Updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator had system errors and needed a software update. The device was reported to be in use at the time of the reported problem. The customer reported that there was no adverse outcome. The customer informed the remote service engineer (rse) that 122d (cannot reach target flow) and 122e (patient circuit occluded) error codes were displayed, while using high flow therapy (hft). The rse provided the customer with troubleshooting information regarding the escalation from a 122d alarm to a high priority 122e alarm. The rse stated that the high flow nasal canula being too small can lead to a 122d alarm. The 122d alarm occurs when there has been significant restriction for 10 seconds. After another 10 seconds, it escalates to a 122e alarm. After troubleshooting and determining that there was no blockage, if the alarm persists then it was advised to use the alarm reset button to restore set flow. The customer was advised to complete a performance verification test (pvt) and report back any results out of manufacturer specification. The customer was advised the likely cause was an obstruction of the patient circuit. The customer was then informed by the rse of (B)(4) for the "high flow therapy cannot reach target flow alarm" remedy. It was advised that a philips field service engineer (fse) would be organized to install the software version 3.20. Multiple good faith efforts (gfes) have been made to confirm the software upgrade and resolution of the reported issue. This investigation is ongoing.